Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had fatal error on screen. A technical support specialist (tss) accessed servers via secure link and followed knowledge article title controlling the purge in es 1.5.x - 1.11.x - purge recovery - purge queue growing faster than deletion or purge failure for extended period of time to troubleshoot the issue. The station was confirmed to be running version 1.6.1, and server-side checks showed no purge or deletion errors. A review of the station logs identified resource deadlock errors, and it was determined that the station was using structured query language express, with the database size exceeding the 10-gigabyte limit. Maintenance steps were performed per the knowledge article, which reduced the database size to within limits. The customer was informed, confirmed that transactions were processing correctly with no recurring errors. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a fatal error on the screen, and the customer suspected an out of memory issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.